Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in october 2022 by the knee surgical sports traumatol arthroscope journal titled ¿combined acl and all reconstruction reduces the rate of reoperation for graft failure or secondary meniscal lesions in young athletes.¿ the study reviewed 102 patients and identified acl/pcl instability with the bioabsorbable interference screws and tenodesis screws in 28 patients during the 4.5-year follow-up period. 2 patients underwent additional surgery due to meniscal lesion. Ref: laboudie p, douiri a, bouguennec n, biset a, graveleau n. Combined acl and all reconstruction reduces the rate of reoperation for graft failure or secondary meniscal lesions in young athletes. Knee surg sports traumatol arthrosc. Oct 2022;30(10):3488-3498. Doi:10.1007/s00167-022-06956-x.